Event description:
Additional information was received that the suspect device was not received by pathology and is assumed discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that error code 6 was seen and output current was disabled prior to a generator replacement. Internal generator data was received and reviewed. High impedance was also seen in the data review and is housed under manufacturing report #1644487-2025-10918. Any further information received regarding the high impedance will be reported under manufacturing report #1644487-2025-10918. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. This device has the newest m1000 firmware which is not susceptible to gc5 resets. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.